Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient experience paradoxical hyperplasia (ph) after coolsculpting elite treatment to the abdomen (bilateral upper and lower) on (B)(6) 2025 using curve 120 applicators, 5 months post treatment. Healthcare professional described the following: "throughout the left and right upper, mid and lower abdomen, there is protrusion to the abdomen and on palpation there is some hard tissue along with squishy tissue to the treatment areas where the applicators were placed. Compared with the tissue to the rest of the body it is more protruded". Patient later reported "abdomen bloat is terrible" and "I am terribly torn by what this has done to me". Patient later reported "really stressing out".